Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a no delivery alarm. When customer attempted to clear "no delivery" he received a motor error alarm. Customer's blood glucose was 147 mg/dl. After troubleshooting motor error alarm, customer was advised that insulin pump would need to be replaced. No further information provided.